Event description:
It was reported that the customer had low blood glucose levels of under 25 mg/dl. The customer reported that he woke up to paramedics finding him on the side of the road to get his blood glucose levels back to normal. The customer reported that he was unsure if he was involved in an accident or may have just lain down beside the motorcycle. The customer reported that there may be a possibility that the threshold suspend function of the insulin was not working at the time of the event. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.